Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: there is a temporal relationship between peritoneal dialysis utilizing the liberty select cycler and liberty cycler set and the patient event of peritonitis. However, there is no documentation of a causal relationship between the peritonitis and use of the liberty select cycler or cycler set. Additionally, there is no allegation of a device malfunction or deficiency, or cycler set defect reported for this event. The pd cultures resulted in negative growth. It was suspected that the patient was administered antibiotics prior to the culture being obtained. ¿unfortunately, pd-fluid cultures do not always yield an organism in patients with clinical findings of peritonitis. The most common cause of culture-negative cases is initiation of antibiotics before cultures are obtained with other causes being infection with fastidious bacterial organisms, acid-fast bacilli (afb), or fungal organisms.¿ although the cause of the peritonitis event was not determined, most cases of peritonitis are caused by touch contamination by the patient with the pd catheter being a source of entry for organisms into the peritoneum.. Based on the available information and no allegation of a malfunction, deficiency, or defect, the liberty select cycler and cycler set can be excluded as the cause of the patient¿s reported peritonitis event.

Event description:
It was reported that this peritoneal dialysis (pd) patient was in the hospital due to peritonitis. Additional information was provided through follow-up with the peritoneal dialysis registered nurse (pdrn). The patient went to the emergency room (ER) on (B)(6) 2026 due to cloudy pd fluid. The patient was admitted to the hospital with a diagnosis of peritonitis. The patient¿s cultures returned negative for growth, however; the white blood cell (wbc) count was elevated (value not provided). It is possible that the patient was administered intravenous (IV) antibiotics in the ER prior to the culture being obtained, however, this could not be confirmed. The patient was prescribed intraperitoneal (ip) vancomycin every 5 days and ip cefepime daily (dose and duration not provided). The patient was discharged on (B)(6) 2026. The cause of the peritonitis was not determined, but the pdrn stated the patient has a history of not wearing a mask despite retraining. Additionally, the patient complained of diarrhea at the time of the hospitalization.